Event description:
Information was received from healthcare professional via manufacturer representative regarding patient having balloon kyphoplasty (bkp) for compression fracture. It was reported that the balloon was inflated up to 2cc, and when an additional attempt was made to inflate further, the balloon was damaged. There was an old fracture, and the vertebral body was hard. As much contrast agent as possible was washed out and collected, and the procedure was continued and there were no allergic reactions or other issues. There was a delay of less than 60 minutes and no further complications or symptoms reported regarding the reported event. Additional information was received via manufacturer representative that there are no residuals of balloon left inside the body and damaged due to patient hard bone.

Manufacturer narrative:
E: first name and last name of initial reporter is unknown. G2: country of origin is japan. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.